Event description:
On (B)(6) 2012, it was reported that the patient was taken to the hospital by ambulance with ketoacidosis. His blood glucose level was 22.2 mmol/l (399.6 mg/dl) in the ambulance and his ketones were 4.8 mmol. The hospital stated that the patient's infusion device had been randomly turning on/off. There is a black spot on the display, possibly indicating that the device had been hit. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.